Manufacturer narrative:
Additional information: b5 and h6 b5: upon follow up, it was reported the patient experienced peritonitis. At the time of the report, patient outcome is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient received unspecified treatment for the event. At the time of this report, the patient outcome was not reported and the patient was "having a tube removal". No additional information is available.